Manufacturer narrative:
Additional information: d4, h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed downstream occlusion alarm in the neonatal care area. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.